Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer had been using insulin pens to fill their cartridges. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change as well as administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.